Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and light blue main body of the twist clamp on a minicap extended life pd transfer set. This was described as ¿it broke where the dark blue tip connects to the light blue handle¿. This occurred during use of the device for peritoneal dialysis therapy. The device had been in use on the patient for approximately 12 days when the event occurred. As a result, the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.